Event description:
Health care professional reports home patient had developed frequent episodes of peritonitis while doing automated peritoneal dialysis therapy. Health care professional states home patient and her caregiver (daughter) do not consistently follow aseptic procedure during treatments. Home patient was hospitalized 3/1/1998 and 4/20/1998 to 4/24/1998 for treatment of peritonitis with antibiotics.